Event description:
The customer confirmed the procedure was therapeutic and the reported problem did not affect the outcome of the procedure. No medical intervention was required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to the initial h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and information available, olympus could not determine the root cause of the failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a bladder tumor resection, the plasma loop electrode did not cauterize tissue. There was no error messages noted and there was approximately a 5 to 10 minute delay to obtain another device. The case was completed and there was no report of patient injury due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.